Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which resulted in the pump beginning to charge, and no further assistance was required.